Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (batch no. B76526) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis. Previously administered products included for birth control: depo-provera. Concurrent conditions included obesity and gestational hypertension. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 21 days after insertion of essure. In (B)(6) 2015, the patient experienced complication of device removal ("doctor was unable to remove essure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, complication of device removal, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. There are 2-8 coils visible at the opening to the tubal ostia on the left. The hysteroscope was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced device difficult to use ("doctor was unable to remove essure"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criterion medically significant). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain, genital haemorrhage and device difficult to use outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and device difficult to use to be related to essure. Quality safety evaluation received on 14-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and excessive bleeding (seen as genital bleeding). A surgery was performed to remove micro-inserts around 1 year after insertion, however doctor was unable to remove the device. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.